Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A supervisor of surgery room reported corneal burn in two patients during surgeries. There was a system occlusion. Occlusion tones were noted during the event. The event occurred at the beginning of the phaco procedure, during the sculpt phase. In surgeon´s opinion the patients´ hard cataract contributed to the event. As result of the event both patients experienced corneal burn. The affected eye was the left eye (os). The tip was exchanged 3 times. Four stitches were required on service incision to treat the event because the cornea was not hermetic due to the burn. The patient also experienced wound leakage, anterior chamber shallow/collapse with corneal endothelial touch and intraoperative hypotony. The patient also had irregular astigmatism due to the stitches. At the time of this report it was to soon in surgeon´s opinion to know if the event also resulted in corneal opacity. The event did not require any hospitalization or medications, and no further treatment or intervention was planned. Additional information has been requested but not received to date. This is one of two reports being filled for this event. This report is for the first patient.

Manufacturer narrative:
Evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The infiniti vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The product met specifications at the time of release. No kelman phaco tip was returned for a corneal burn. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).